Manufacturer narrative:
(B)(4).

Event description:
The pt was in the office and was refilled with dilaudid 5mg/ml at 0.24mg/day (old drug morphine 25mg/ml at 1.2mg/day). A bridge bolus was programmed; "the bolus duration 238 hours (no change to flow rate b/w drugs)". The pt experienced an overdose; the pt was admitted to the hospital due to unresponsiveness. The pump was programmed to minimum rate. It was thought that reprogramming the pump to minimum rate would update the bolus in progress and it would be cancelled. Upon review of the pump status after the update, it was noted that the bolus was still in progress despite the infusion model being updated to minimum rate. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.